Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transplanted and the lvad was explanted. The patient was status 1a due to a driveline infection.

Manufacturer narrative:
Approximate age of device: 3 years and 9 months. The device was returned; evaluation is not completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.